Event description:
Endoscopic retrograde cholangiopancreatography, biliary manometry and sphincterotomy (ercp) was name of operation. During procedure the instrument: guidewire broke on the sphincterotome and perforated common bile duct and caused peritonitis. 2 follow-up (diagnostic laparoscopy and exploratory surgery).